Manufacturer narrative:
Analysis found no functional deviations on the device. Screw update has been performed. The device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working. There was no patient impact.